Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and replaced the bent tip clamp in the reported problem area of the pipette assembly. A #2-pole cable was also replaced in another area of the pipette assembly. The instrument was cleaned, insp, tested without further problem and returned to svc.